Event description:
Conmed (B)(4) reported on behalf of their customer that the device, cd8190, core trumpt 5mmx32cm for 1or 2bag was being used on (B)(6) 2021 and the suction was activated despite the button not being pushed. There was no impact or injury to the patient. The procedure was completed with an alternate same device. After further assessment it was found, there was no delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified a two-year lot history review could not be performed since a lot number was not provided. A review of the device history review could not be performed since a lot number was not provided. (B)(4). Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.